Manufacturer narrative:
The returned leads (sc-2317-70, sn:(B)(6)) were analyzed and visual inspection revealed that the leads were cleanly cut, and only the proximal tips was returned. No anomalies were identified on the returned proximal tips.

Event description:
It was reported that the patients left lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 18493260.

Event description:
It was reported that the patients left lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will be returned.